Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, it was confirmed that the pump had been charged successfully after leaving it plugged into a power source. There was no adverse impact to the customer's blood glucose level.